Event description:
The customer reported that based upon intra-arterial blood pressure readings provided by a philips multi-measurement server (mms), a pt received medications and treatments to increase blood pressure that subsequently were felt to be unnecessary since the pressure measured later was higher than expected.

Manufacturer narrative:
The customer reported that based upon intra-arterial blood pressure readings provided by a philips multi-measurement server (mms), a pt received medications and treatments to increase blood pressure that subsequently were felt to be unnecessary since the pressure measured later was higher than expected. There was an allegation of an inaccurate iabp reading and an unnecessary administration of medication. Philips will report this event only because recurrence of unnecessary administration of medication could lead to serious injury or death. The limited available info is not sufficient to support that the iabp reading was inaccurate or that the administration of medication was unnecessary or unwarranted. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).